Event description:
A report was received that the patient has to frequently charge the ipg. Database analysis revealed premature battery depletion. The patient underwent an ipg replacement and was doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, photographic imaging, performance and electrical tests performed. The complaint was confirmed. The ipg battery had been depleting prematurely since it was implanted. Troubleshooting to specific component level was impossible since both analog/digital ics are covered in the epoxy resin top. The root cause of the device damage could not be determined.

Event description:
A report was received that the patient has to frequently charge the ipg. Database analysis revealed premature battery depletion. The patient underwent an ipg replacement and was doing well following the procedure.